Event description:
Pt with problem clinic visit on (B)(6) 2018 due to abnormal battery usage patterns and power switching issues. The pt's batteries and ac adapter and dc adapter were previously lubricated to address this issue. The lvad was interrogated and the log files were downloaded and sent to the MFR. The log file report from the engineers showed the pt is having power switching. Under advisement of engineers, primary controller, 6 batteries and the ac adapter were replaced after they received protective lubrication.